Manufacturer narrative:
E1/address line 1: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation and historical data, it is likely the following led to the malfunction: probable damage includes damage or deterioration of parts, environment problem like as dust/dirt/humidity/ambient light, optical problem, interoperability problem, overheating problem, and electrical problems like as signal loss or open circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope screen becomes noisy. The issue occurred during setup. There were no reports of patient involvement.